Event description:
It was reported that the doctor had difficulty firing the device during a lap chole procedure. As the doctor tried to apply the clips they would not clamp onto the vessel; the clips would not hold and would fall off the vessel. The device was used under normal conditions and not being firied over a catheter. The doctor opened a second device to complete the case. There was no patient consequence, the device will returned for analysis.